Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 82-year-old male patient was admitted with acute mi, cardiogenic shock. An impella 5.5 was placed, and the patient underwent high risk percutaneous coronary intervention. The impella was advanced due to some ectopy. Post procedure, the patient developed a left lung hemothorax requiring chest tube placement. Lung surgery was completed. Care was withdrawn.

Manufacturer narrative:
D1 (brand name) and d4 (serial) has been updated. Ppae (arrhythmia/major bleed): the root cause of the injury was not determined due to insufficient clinical details.